Event description:
A customer reported that their pump was experiencing battery drainage issues, requiring it to charge for extended periods, and needing to be kept at a specific angle to connect properly. No adverse impact to the customer's blood glucose level was reported. Customer declined troubleshooting with tandem technical support and declined to provide further information.